Event description:
The customer contacted physio-control to report that their device showed the charge-pak and attention icons in the readiness display. Upon evaluation of the device by physio-control it was observed that the device showed the charge-pak, attention and service wrench icons in the readiness display. The device would not power on. There was no patient us associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device would no longer power on. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to corrosion of the charge-pak¿ battery charger. The charge-pak had corrosion in the case and on jack connector, designator j201, which caused the cells to deplete and damage to the flex connector, designator p201. The charge-pak contacts were also damaged. The device would not power on to charge and shock defibrillation energy. A replacement device was provided to the customer under warranty.